Event description:
Same case as manufacturing numbers 6000093-2005-00691 and 00692. It was reported that following a coronary drug eluting stenting treatment procedure the pt experienced a hypersensitivity reaction. In november 2004 the pt had two taxus express2 drug eluting stents deployed; one implanted in the right coronary artery and the other in the circumflex artery. The sizes of these stents were 3.0 x 32 mm and 2.5 x 12 mm. A third taxus stent, size 2.5 x 20 mm, was placed in the left anterior descending artery in february 2005. Following the third stent placement the pt experienced swollen eyelids and a rash on their arms and legs. These symptoms surfaced within a week following the last procedure. Pt was seen by their cardiologist who thought pt was having a reaction to the zocor. He replaced the zocor with vytorin but pt symptoms appeared to worsen. All of their medications were discontinued with the exception of plavix and toprol. The pt was then seen by a dermatologist who started pt on benadryl to help with symptoms. The benadryl was ineffective so zyrtec was prescribed. After 2-3 days of zyrtec their symptoms had disappeared. The cardiologist had reviewed all info and did not feel their complaints/concerns are related to the stent or the drug coating. The cardiologist asked that pt consult their primary physician. The pt was recently seen by an allergist who, according to the pt, has an allergy to nickel. The nickel content of the stainless steel stent is 10-14%.